Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. D4: UDI: product made prior to UDI compliance date. UDI not required. Reason for device explant and/or reoperation: rupture, granuloma, generalized illness h6 health effect - clinical code e2402: generalized illness mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 550cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported joint and back pain, fatigue, lymph node issues, right lung issues, granulomas, and ruptured implants. Bilaterally ruptured implants were diagnosed using computerized tomography imaging. As a result, the patient underwent bilateral implant removal without replacements on (B)(6) 2026.